Manufacturer narrative:
E. Initial reporter information not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when expanding the pipeline from the catheter there was premature deployment. During pipeline expansion, the stent body was released inside the catheter after removing the sleeve from the catheter at the distal end. This phenomenon occurs before the marker is extended to the proximal side. The stent was not removed from the body, but was removed from the catheter, so it was recovered without any health damage. There was no resistance during delivery. The delivery pusher did not rotate inside the patient's body during delivery. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the package insert. The delivery was within the catheter during collection; it was difficult to collect it, so the catheter was cut off in detail and disposed of at the facility. The stent body is scheduled to be collected from the facility. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured near right internal carotid artery (ica) c3 aneurysm with a max diameter of 6.2 mm and a 4 mm neck diameter. The landing zone was 3.39 mm distal and 4.8 mm proximal. It was noted the patient's vessel tortuosity was moderate. Postoperative findings related to blood flow imaging were that there were no problems with the stent body due to the use of a replacement product, so the placement was completed successfully with no health damage.

Manufacturer narrative:
D5 was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The stent body was released inside the catheter, but since it was in the catheter, not outside the catheter, there was no health impact on the patient, and it was safely collected. The delivery pushwire could not be removed from the catheter, and it was collected with the catheter together, and then cut into small pieces and discarded at the facility. The catheter did not remain in the patient's body. The cause of the premature opening and the difficult collection was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the aneurysm was in the ic-c3 in fisher classification. It is near ophthalmic (c6). According to the physician, "I felt that the movement of the stent was different from the expansion of the regular pipeline".

Manufacturer narrative:
H3: product analysis as found condition: the braid was returned inside the inner pouch, biohazard bag, and shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the braid's distal and proximal ends were found open and frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of device opens prematurely was confirmed, as the pipeline flex shield was found detached from the pushwire. The braid's distal and proximal ends were found open and frayed. The cause of the device opens prematurely could not be determined. Possible causes of the device opens prematurely include resistance during delivery, high force delivery, over-manipulation, and rotating or pulling back the pushwire during delivery. The customer report of "resistance during retrieval" was not confirmed, as the pipeline flex shield braid was returned without the pushwire and the catheter. The cause of the resistance could not be determined. Possible causes of resistance include vessel tortuosity, and lack of continuous flush with heparinized saline during the procedure. The customer reported that vessel tortuosity was moderate, which rules it out as a potential cause. In this event, the lack of a continuous flush may have contributed to the resistance issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.